Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Expiration date - unknown. PMA/510(k) number - unknown. Manufacture date ¿ unknown. Event is being reported to FDA on one medwatch as the limited information available indicates that a surgical complication occurred. Should additional information be received regarding the procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary.

Manufacturer narrative:
Corrected and additional information: patient was not enrolled in a clinical study. A retrospective clinical review identified the patient¿s event. The patient was revised on (B)(6) 2007; the acetabular cup was replaced. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation.

Event description:
As part of a retrospective clinical study, a patient was identified who underwent a left femoral resurfacing procedure on (B)(6) 2006. Subsequently, the patient was revised on (B)(6) 2007 due to loosening of the acetabular component. The acetabular cup was removed and replaced.

Manufacturer narrative:
This follow-up report is being filed to relay additional information which was unknown at the time of the initial medwatch.

Event description:
It was reported that patient enrolled in a clinical study underwent left femoral resurfacing procedure on (B)(6) 2006. Subsequently, patient was revised due to loosening of the acetabular component on an unknown date.